Event description:
It was reported that during a procedure, upon connecting the c3 nav variable lasso catheter all signals disappeared including the 12 leads of body surface ecgs signals and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported.

Manufacturer narrative:
The lot number was unknown when the complaint was reported. Per the bwi failure analysis lab, the eeprom of the catheter was read and the lot was determined to be 15554095. (B)(4). It was reported that during a procedure, upon connecting the c3 nav variable lasso catheter all signals disappeared including the 12 leads of body surface ecgs signals and all ic (intracardial) recordings on both carto 3 system and the ep recording system simultaneously. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).